Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 360 mg/dl at the time of the incident and current blood glucose was 429 mg/dl. The customer was treated with insulin pump. The customer reported that they had not received bolus and blood glucose was high. The insulin pump will not be returned for analysis.